Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage : leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set was damaged and leaked. The following information was provided by the initial reporter: blood IV tubing broke at the blue clamp located near the base of the door where the tubing connects to the hard plastic clamp. This caused blood to splatter across this nurse. To include my face, neck, glasses, hair, arms and scrub top. I was wearing blue gloves, glasses and a mask. No blood was seen to have gotten onto the pt.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set was damaged and leaked. The following information was provided by the initial reporter: blood IV tubing broke at the blue clamp located near the base of the door where the tubing connects to the hard plastic clamp. This caused blood to splatter across this nurse. To include my face, neck, glasses, hair, arms and scrub top. I was wearing blue gloves, glasses and a mask. No blood was seen to have gotten onto the pt.